Manufacturer narrative:
Manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI number, catalog number and device lot numbers are unknown, no product information has been provided to date.

Event description:
It was reported that during the use of the product, the customer noticed the velcro tape was more easily peeled off from the other part of it than the pervious models. Also, when the product was cleaned after the first use, the velcro was found worn out. No patient injury or adverse affects were reported. No additional information is available for this complaint.